Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced stomach pain. A computed tomography (CT scan) was performed, which showed a blockage and retention of the j-tube. An suspected intestinal obstruction was ruled out. The patient was hospitalized and treated with unspecified antibiotics for elevated leukocytes. The cause of the elevated leukocytes was unknown. On (B)(6) 2019, the peg-j tubing was endoscopically replaced due to the blockage of the tubing, and a bezoar was found at the distal portion of the j-tube.